Manufacturer narrative:
A philips technical consultant (tc) was dispatched to the customer site. The tc did not confirm the issue, however the customer requested that the speaker be replaced. The tc replaced the speaker and verified x3 was operational.

Event description:
Philips received a complaint on the intellivue multi-measurement module x3 indicating a speaker malfunction alarm was reported and there was no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.